Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00476.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, after advancing the ruby coil to the tip of the lantern delivery microcatheter (lantern), it was met with a hard stop and was unable to advance any further. Therefore, the ruby coil was removed. The physician then attempted to advance a new ruby coil; however, the same issue occurred. The physician therefore removed the ruby coil and the procedure was completed using other coils with the same lantern. There was no report of an adverse effect to the patient.